Event description:
The reporter stated that during an anterior corpectomy with posterior fusion spinal surgery procedure, the surgeon was tightening the cross connector and the small tab broke off the cross connector. The surgery was completed using a rod to rod connector instead. This added one minute to surgery time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.